Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the difficulty to remove the balloon catheter from the wire was able to be confirmed. Based on visual, dimensional and functional testing, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a mildly tortuous proximal right coronary artery. A balance middleweight (bmw) guide wire was advanced to the lesion and pre-dilatation was performed with a non-abbott balloon catheter. A non-abbott stent was implanted; however, when attempting to remove the stent delivery system it stuck on the bmw and the two devices had to be removed together. The procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: stent: endeavor resolute 3.5x30 mm. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.